Event description:
It was observed during the device evaluation that the colonovideoscope had white foreign materials on the air/water channel of the distal end insertion part and the air/water tubes of the universal cord. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the white foreign materials in the air/water channel and air/water tubes could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.